Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.